Event description:
Patient's right knee was revised for tightness and patella was dislocating. Surgeon revised knee insert to resolve, patella was not touched.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding alleged rom involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional inspections were not performed as no items were returned. Medical records received and evaluation: insufficient medical records were received for review by a clinical consultant. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. A review of the trending project folder indicates that there is no existing trend analysis for this product and issue. This product and event will be monitored under quarterly trend. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
Patient's right knee was revised for tightness and patella was dislocating. Surgeon revised knee insert to resolve, patella was not touched.